Manufacturer narrative:
The package insert states "bending, loosening or fracture of the implants or instruments" are possible adverse effects. Without a product return, no product evaluation is able to be conducted. The part number and lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The surgeon mentioned two patients therefore two complaint files were created (see also 3004485144-2015-00111), however no case specific information has been provided at this time. Remains implanted.

Event description:
It is reported during a conversation with the doctor he stated he noticed two lineum screws that failed in two of his patients. He stated they were long constructs starting in c1 or c2 and going all the way down to end at t1. The screws were broken (broken shafts). Specifically, the surgeon described them as being broken in the region where the pedicle met the vertebral body. It is reported the broken screws were found during a planned follow up visit and not due to a patient complaint. No revision was performed and he stated he felt the patients would go on to have successful fusions.